Event description:
During service by a baxter (B)(4) technician it was reported a colleague infusion pump with an 810:11 failure code, which interrupted delivery. The event was reported to have occurred during testing. There was no patient involvement, injury, or medical intervention reported related to the device. No additional information is available. This device is an unremediated colleague pump with a user interface module software version of 6.12.00.

Manufacturer narrative:
(B)(4). The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to a defective pumphead module. To correct the condition, the pumphead module was replaced. If any additional information is received, a follow up MDR will be sent.